Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. An out of range/telemmetry message was obtained. Two different programmers were used and connections were checked. The device can be palpated so location of wand placement was confirmed.